Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. B5, h10 (add user error statement), h6 (remove code 67).

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, customer performed the air removal step with an empty syringe. Tandem technical support educated the customer on the proper air removal techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 89 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 89 mg/dl.